Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during basal. Blood glucose value was 412 mg/dl. It was confirmed that the reservoir was not empty and the tubing did not have air. The customer disconnected and insulin did not exit the tubing during fixed prime and device alarmed no delivery. The customer changed the infusion set and connected to current reservoir and was able to prime. The customer was advised there was a possible issue with the infusion set. Product was not replaced or returned for analysis.